Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the pt mentioned their ins was uncomfortable at implant site since implant date when lying on ins. Pt claimed to have never received a communicator; tss interpreted communicator was lost. Now, hcp wanted to remove ipg and needed communicator turn ins off for electrocautery during surgery. An request was sent to the repair department to replace the lost communicator. Pt was in the hospital now. Patient representative called back on (B)(6) 2026 stating that they had already received the replacement communicator and are trying to pair it to the programmer, but they could not see the therapy applications. Agent redirected to hcit to further address the issue.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.